Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins). Consumer reported their ins started depleting f aster than before. It was reported that it used to last at least a week and starting in june of last year it started lasting only a couple of hours after being charged. Patient confirmed there was no issue charging their recharger (insr) or other obvious issues with their equipment. Patient reported that when they charge their ins "the charge would start flipping out." It was reported that the patient was last able to connect to charge in december and could not connect the day of the report. It was reported that the device was depleted. No further complications reported/anticipated.